Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Co-suspect products included excedrin migraine for migraine. On an unknown date, the patient started excedrin migraine at an unspecified dose and frequency. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pinguecula ("yellow bubble and red in the inner corner"), ocular hyperaemia ("yellow bubble and red in the inner corner"), migraine ("migraines"), adenomyosis ("adenomyosis"), vomiting ("vomited"), insomnia ("cant sleep") and fatigue ("nerves are shot"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the pelvic pain, pinguecula, ocular hyperaemia, migraine, vomiting, insomnia and fatigue outcome was unknown and the adenomyosis had resolved. The reporter considered adenomyosis, fatigue, insomnia, migraine, ocular hyperaemia, pelvic pain, pinguecula and vomiting to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: content from social media was received. New events "insomnia" and "fatigue" were added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Co-suspect products included excedrin migraine for migraine. On an unknown date, the patient started excedrin migraine at an unspecified dose and frequency. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pinguecula ("yellow bubble and red in the inner corner"), ocular hyperaemia ("yellow bubble and red in the inner corner"), migraine ("migraines"), adenomyosis ("adenomyosis"), vomiting ("vomited"), insomnia ("cant sleep") and mental fatigue ("nerves are shot"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the pelvic pain, pinguecula, ocular hyperaemia, migraine, vomiting, insomnia and mental fatigue outcome was unknown and the adenomyosis had resolved. The reporter considered adenomyosis, insomnia, mental fatigue, migraine, ocular hyperaemia, pelvic pain, pinguecula and vomiting to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: coding request received. Correction due to discrepancy between coding action item and match point coder query. Event: pt of event : nerve are shot were updated from fatigue to mental fatigue. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Co-suspect products included excedrin migraine for migraine. On an unknown date, the patient started excedrin migraine at an unspecified dose and frequency. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pinguecula ("yellow bubble and red in the inner corner"), ocular hyperaemia ("yellow bubble and red in the inner corner"), migraine ("migraines"), adenomyosis ("adenomyosis") and vomiting ("vomited"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the pelvic pain, pinguecula, ocular hyperaemia, migraine and vomiting outcome was unknown and the adenomyosis had resolved. The reporter considered adenomyosis, migraine, ocular hyperaemia, pelvic pain, pinguecula and vomiting to be related to essure. Most recent follow-up information incorporated above includes: on 10-oct-2019: social media received. New event adenomyosis, migraines, vomited,pain was added. Concomitant drug, reporter was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.